Event description:
Inappropriate shocks, fracture, and impedance > 3000 ohms reported. The lead was replaced. No patient complications have been reported as a result of this event. Additional information received reported oversensing.

Manufacturer narrative:
Other text : inappropriate shocks, fracture, and impedance > 3000 ohms reported. The lead was replaced. No patient complications have been reported as a result of this event. Additional information received reported oversensing. No conclusion can be drawn; impedance, high lead(s), fracture of, oversensing shock, inappropriate.